Event description:
Patient with left ventricular assist device (lvad)therapy for 7 months presents with first episode gi bleeding post lvad. International normalized ratio (inr) was 2.2 on admission. Nine units of blood were transfused over a 4 week hospitalization. Extensive gi workup was conducted. Several bleeding avms were treated in the colon, however we believed there were additional bleeding sources in the small bowel that could not be localized. Due to this high degree of bleeding, we were unable to heparin bridge back to coumadin, and aspirin therapy was stopped.